Manufacturer narrative:
Additional device product codes: hty. Complainant part is not expected to be returned for manufacturer review/ investigation. Reporter is a synthes employee. Part: 292.620, lot: 1l74428, manufacturing site: (B)(4), release to warehouse date: september 28, 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, during the procedure, while drilling with the 1.25mm threaded guide wire, the tip split and remained in the patient's bone. An attempt to recover the broken wire was made; however, the fragment was not removed from the patient¿s bone. There was no surgical delay. The surgery was not successfully completed, and there is no reported consequence to the patient. This report involves one (1) 1.25mm threaded guide wire 150mm. This is report 1 of 1 for (B)(4).